Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet received.

Event description:
It was originally reported that the event happened during a labrum surgery. The surgeon wanted to get the wire forward through the lasso but it did not work. Then he tried to get the wire forward through a thickening but it was also not possible. Nevertheless the surgery was successfully finished. Follow-up investigation: it was newly reported that due to the malfunction of both devices, an additional incision had to be made to remove the wire from the articular. Surgery was finished successfully, however it was not reported how exactly surgery was finished further follow-up investigation: the thickening that prevented pushing the wire through the instrument was identified as the shrink tube of the nitinol wire. It appears that this shrink tube is too thick to allow the wire to pass through the instrument.

Manufacturer narrative:
This is a follow-up submission for device evaluation. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The complaint was not confirmed. The evaluation did not reveal anything relevant to the event. The two returned devices were functionally tested with the two returned closed wire loops and no abnormalities were observed. The closed wire loop's critical dimensions are within specification. The cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was originally reported that the event happened during a labrum surgery. The surgeon wanted to get the wire forward through the lasso but it did not work. Then he tried to get the wire forward through a thickening but it was also not possible. Nevertheless the surgery was successfully finished. Follow-up investigation: it was newly reported that due to the malfunction of both devices, an additional incision had to be made to remove the wire from the articular. Surgery was finished successfully, however it was not reported how exactly surgery was finished further follow-up investigation: the thickening that prevented pushing the wire through the instrument was identified as the shrink tube of the nitinol wire. It appears that this shrink tube is too thick to allow the wire to pass through the instrument.